Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed. A field service engineer replaced the latch inseparable and verified operation to resolve. Additionally, the fse went to other floor and recovers pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 failed with an error message indicating failed hardware. The customer attempted troubleshooting by rebooting the station; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.